Event description:
Related manufacturer report number: 2017865-2023-17102. It was reported that a patient presented for a pocket revision due to discharge from wound. Device interrogation revealed no right ventricular (rv) lead capture. X-ray was performed and revealed the rv lead had dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable.